Event description:
It was reported that the system would not display a live fluoroscopy image, thus making the system unusable. There is no report of injury or death associated with the event described in this complaint.

Manufacturer narrative:
A ge representative evaluated the system and found circuit boards that needed to be replaced, and provided the customer a repair quote, but no conclusion can be drawn as further repair information is not available.